Event description:
It was reported that (1) scg45 was used during a gastric bypass procedure. It was reported by the rep that when the gun was fired, it malfunctioned by misforming staples. The gun was reloaded and the same problem occurred. The case was completed by using another scg45, which performed correctly. There was no consequence to pt.